Manufacturer narrative:
This report is submitted on 3 july 2020.

Event description:
Per the clinic, the patient experienced infection and seroma at implant site and subsequent migration of the device. The patient was hospitalised and underwent revision surgery to excise skin and re-position the migrated device. The patient was treated with oral antibiotics for 4 days prior to surgery.